Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - qa specialist. The actual device was not returned for evaluation. However a video of the actual sample was received and showed a sg2 needle connected to a non-terumo syringe. The user tries to activate the safety sheath using his/her finger, however the cannula did not lock on the sheath. The root cause of the needle stick issue is most likely due to the improper way of activating the device. As shown on the provided video, the user tries to activate the safety sheath using his/her finger but failed since the cannula did not lock on the sheath. As indicated on the instructions for use (IFU), the proper activation of sg2 needle is by pressing down the sheath on a flat surface with a firm and quick motion. Lot history files of the complaint lot were checked and no related nonconformity or irregularity was noted that may lead to failure in safety sheath activation. Similarly, retention samples were visually in good condition and passed the sheath activation and deactivation functional test. We have series of visual in-process inspection to check the molding condition of the components critical to the safety activation of the product. This is routinely checked to assure that no defects will be encountered that will lead to problem in activation. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Therefore, we advise to follow the instructions for use (IFU) for the proper usage of sg2 needle printed on the leaflet in which warnings to prevent needle stick, cautions and precautions are also included. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported the nurse complained that after injecting the dose, the safety needle cover would not keep closed, it swings around the needle. Due to this, the nurse incurred a needle stick injury. There was no patient impact. The event/incident occurred post treatment. Additional information was received on 08february2021: the treatment the medical device was being used for was a firmagon 80mg powder and solvent for solution for injection. Other medical devices used in combination with the reported device were a syringe, drug vial, and rubber stopper of vial.